Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a pump motor stall noted in the event logs with no motor stall recovery recorded. The motor stall was caused by pt having magnetic resonance imaging (MRI). The pt was having no return of symptoms although the motor stall occurred on (B)(6) 2010 with "stopped pump may exceed tube set" noted on (B)(6) 2010. The pump recovered and was working fine. The pump had been in a telemetry state after MRI. Later reporting indicated the pt experienced slightly elevated pain related to the motor stall. The pt was now fine regarding the reported event. However, the pt had a granuloma. A neurosurgeon was being located to assist with the surgery. The pt had morphine in her pump at a concentration of 50 mg/ml and a dosage of 14.521 mg/day. Add'l info has been requested, but was not available as of the date of this report.